Manufacturer narrative:
As reported, the bard/davol hydro-surg irrigator leaked irrigation fluid. The subject product was discarded, however a photo was provided. Based on the photos provided a fluid leak is confirmed presenting into the pump housing. This resulted in corrosion presenting on the inner components. However, without the sample, a definitive root cause cannot be determined. Not returned - discarded.

Event description:
As reported, during unknown procedure on (B)(6) 2022, the bard/davol hydro-surg laparoscopic irrigator leaked brown irrigation fluid from the bottom of the battery compartment. As reported, the procedure was completed using another hydro-surg device and there was no reported patient injury.